Event description:
The customer reported via phone call that the insulin pump alarmed off no power, lost sensor, motor error, and radio frequency programmable integrated circuit failed self test. The customer's blood glucose was 127 mg/dl. The customer stated that the insulin pump had been dropped, but no damage to the device was observed. He stated that, upon inserting a new battery, the battery indicator showed only 2 bars of power. The customer was not using the recommended brand of batteries and used batteries that were refrigerated; he was advised against doing so. He agreed to use the recommended brand next time. He stated that he did not receive a low battery alert prior to the off no power alert. He did not have a new battery with which to test. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.